Event description:
It was reported that the cot came free from one side of the fastener during transport due to a bent antler. It was also reported that this condition may be prevalent on other antlers at the ambulance service. No adverse consequence alleged.

Manufacturer narrative:
An antler was installed at the MFR's facility, and it was not possible to replicate the event. It is likely that the antler (part of the cot fastening system) is bent, causing the alleged event. The device is being returned for evaluation.